Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be reported accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured and was returned via the worn instrument program.

Manufacturer narrative:
(B)(4). UDI # - (B)(4). Reported event was confirmed by review of actual device received. Visual inspection of the returned tibial artciular surface provisional (tasp) exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Device history record (DHR) was reviewed with no deviations or anomalies identified. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.